Event description:
It was reported that when using the bd pyxis¿ es server user indicated that health sight viewer was not printing all stock-out bulletins and critical low reports. The customer informed that other scheduled reports were printing without issue. The customer also confirmed that they checked with a technician; however, the issue persists. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system health site viewer failed to print stock-out bulletins and critical low reports. A technical support specialist (tss) identified that no bulletins were printing at the facility and confirmed that all bulletins were routed to a single printer. The printer queue contained approximately 8,400 pending print jobs, which were cleared to restore printing functionality. The system functioned as intended after the technical support specialist troubleshot the device.